Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon, stent implant, and in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The stent implant was returned dislodged from the sds on the stylet. The stent implant was stretched and twisted the entire length. The balloon was loosely folded. There were light crimp marks visible on the balloon between the markers. There was no damaged noted to the sds. The stent implant outer diameters could not be measured due to the damage to the stent implant. Product performance engineering reviewed the incident information and analysis of the returned rx zeta sds. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. Analysis of the sds confirmed that the stent was dislodged and returned on the stylet. Blood was visible on the balloon, stent implant, and in the guide wire lumen and contrast was visible in the inflation lumen and balloon. In addition, the balloon was loosely folded. This is all consistent with device preparation, insertion into accessories/body, and pressurization of the balloon. Crimp marks were noted on the balloon between the markers, meeting manufacturing criteria. The entire length of the stent was stretched and twisted; however, this damage was not reported as being observed during product inspection prior to use. The stent damage may have occurred during the procedure or during the packing of the device for shipment back to abbott vascular for evaluation, however, a conclusive root cause cannot be determined. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that an attempt was made to deliver a zeta 3.0 x 33mm stent; however, the stent dislodge from the balloon during the insertion attempt and moved proximally down the shaft. The entire stent delivery system was removed from the patient. No additional event or patient information is available.